Manufacturer narrative:
(B)(4). On 30-jun-2015, the customer reported that the operator had selected an incorrect patient from the worklist of their philips ingenuity core 128 CT system and scanned the patient with incorrect demographic information. The customer confirmed that they selected a patient with the same name but different birth date and healthcare number from the worklist, and completed the procedure. The customer confirmed that the patient received the correct scan ordered by the physician, but that the images were contained in the folder for another patient and labeled with the other patient's demographic information. The customer recognized the error at the end of the day when reviewing the images on the picture archiving and communication system (pacs). The customer recognized that the images were labeled incorrectly and the hospital's pacs team amended the images to reflect the correct patient demographic information. The customer had configured the worklist for the scanner to include the patients scheduled for CT procedures from other hospitals within their hospital system as well as the patients scheduled for (B)(6) hospital. The customer requested that philips service re-configure the system to only show patients that are scheduled for (B)(6) hospital on the worklist going forward. This was completed the next day. The field service engineer (fse) confirmed that the error was recognized by the operator and that no misinterpretation or mistreatment of a patient occurred. This issue was the result of user error; there was no malfunction of the CT system. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: demographic data and image data is handled as a single entity. Patient name and ID cannot be changed after first x-ray on within an exam. If they are changed before first x-ray on the exam record shall be modified. Code review. Instructions for use : operator needs to verify demographic data. Ingenuity family instructions for use caution before proceeding to exam card selection, verify that the patient information loaded into the demographic fields (from any source) is correct. Failure to do so could result in scanning a patient with the wrong information and may require another scan on the patient. Clean memory before initialization of a new patient: patient data and dstore, and start a new process for study. Start new process for exam application. Create new exam record for the new patient to prevent use of previous patient data. Check of demographic data match to its archive folder - if no match, save image in special folder. Check consistency of critical demographic data before inserting to archive. Demographic data is handled in the same format with the same length by all the software modules. Images are handled as dicom messages throughout the system. Host uses single class responsible to update both exam record and dicom message in it. All demographic fields are verified with all supported keyboard languages. The patient name shall be presented to the user before selecting an protocol/exam card. Patient details may be modified by the user immediately after the scan as part of ¿change patient details¿ process.

Event description:
The customer reported that during a CT clinical patient procedure, the operator selected the wrong patient name from the worklist and performed the patient scan. The philips regulatory manager (prm) confirmed that there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The prm also confirmed that the patient received the correct scan using demographics of patient with same name but different date of birth and medical record number. T he prm stated that the operator recognized the error while checking the images on the picture archiving and communication system (pacs) at the end of the day. The prm stated that the worklist consisted of patients from a number of hospitals. The images were corrected to the correct patient demographics. Philips service was notified to filter the worklist. There is no CT system malfunction and the CT system was working as specified. This is a use error.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a CT clinical patient procedure, the operator selected the wrong patient name from the worklist and performed the patient scan. The philips regulatory manager (prm) confirmed that there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The prm also confirmed that the patient received the correct scan using demographics of patient with same name but different date of birth and medical record number. The prm stated that the operator recognized the error while checking the images on the picture archiving and communication system (pacs) at the end of the day. The prm stated that the worklist consisted of patients from a number of hospitals. The images were corrected to the correct patient demographics. Philips service was notified to filter the worklist. There is no CT system malfunction and the CT system was working as specified. This is a use error.